Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 572mg/dl, vomiting, and disorientation; cause was unknown. Customer required assistance from partner to treat bg via an infusion set change and a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.